Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 (update codes), h11 h11: the device was received for evaluation. Visual inspection was performed and a hole in the tube was observed. Pressure test and clear passage test was performed and the results were not satisfactory. The reported condition was verified. The cause was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set appeared ¿frayed away¿ in an unknown IV pump and leaked from the primary line during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspected lot numbers are r25h26031 and r25h28086. D4: expiration date: the expiration date of suspected lot r25h26031 is 08/26/2027 and the expiration date of suspected lot r25h28086 is 08/29/2027. D4: unique identifier (UDI) #: the UDI# of suspected lot r25h26031 is (B)(4) and the UDI# of suspected lot r25h28086 is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.